Event description:
Stapler used for c-section jammed and stopped working while placing the first staple. Unable to use to complete surgery due to malfunction. "Covidien appose ulc auto suture slim body skin stapler 35w".